Event description:
It was reported that the patient experienced beeps while on batteries that cleared when moving the power cables. The bend reliefs were damaged without any exposed wires. Log files were submitted for review and contained clusters of power cable disconnect alarms associated with black cable faults. These types of alarms can be caused by worn system controller leads. The batteries and battery clips were cleaned, and the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical disconnect alarms was confirmed via the submitted log file; however, the reported event of damaged strain reliefs was not confirmed. A review of the submitted log file spanned approximately 8 days (10sep2024 ¿ 18sep2024 per time stamp). Throughout the entire log file while connected to batteries, there were power cable faults on the black power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared each time after switching power sources. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the alarms that occurred on batteries that cleared when the power cables were manipulated. The bend reliefs were noted to be damaged without any exposed wires. Additional information provided stated that the controller was exchanged, and the clip and battery contacts were cleaned. No products would be returned, and there were no available pictures of the damage. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate ii instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate ii patient handbook rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.